Manufacturer narrative:
(B)(4). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor ruptured. The device was filled with 233 ml of a solution containing glucose and fluorouracil. After filling, the user heard an "unusual crack." The customer then noticed the ruptured bladder. The rupture occurred before the device was used. There was no patient involvement. No additional information is available.